Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v713638, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported there were no reports of fever from the healthcare professional (hcp). It was noted there was some redness, but it had improved. It was noted the issue was not resolved at the time of the report. It was noted the system was explanted on (B)(6). It was noted surgical intervention occurred. The patient had the ins placed in (B)(6) 2017 and she had a lead revision on (B)(6). The patient reported their symptoms had returned and felt it was not working as well anymore. The rep stated when the pocket was opened, a large amount of purulent drainage noted. The hcp removed the complete system and would replace once the infection cleared. The patient was listed as alive with no injury at the time of the report. The patient¿s medical history included kidney problems and a colostomy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v713638 serial# implanted: 2011 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead and ins were removed for infection and it was unknown why the lead placement was no longer helping with symptoms. It was stated that the infection was not resolved. There were no further symptoms or complications reported or anticipated.